Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a pacemaker dependent patient presented for a follow up, intermittent oversensing was observed. Myopotential oversensing, was suspected. Further testing was recommended. It was later reported that the lead was explanted and replaced. The patient is stable.